Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: device manufacture date: monitor sn (B)(4) - reuse; electrode belt sn (B)(4) - (B)(6) 2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated on (B)(6) 2015 at 16:43:31. Motion artifact contributed to the false detection. The pt was at home, conscious and using a lawnmower at the time of the event. A review of the downloaded data indicates that the response buttons were only pressed after the treatment as delivered. The pt sought medical attention following the event and continued to use the lifevest.